Event description:
The patient experienced poor pain control. The hcp was unable to aspirate fluid from the catheter during a dye study. A catheter kink in the intrathecal section was diagnosed. The distal portion of the catheter was replaced. The patient outcome was reported as 'no injury, recovered without sequela'. The pump was used to deliver bupivacaine, morphine, and clonidine.

Manufacturer narrative:
The catheter has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.